Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no download information was available for review due to moisture ingress. Moisture was found in the display lens and inside the pump; the display screen was also blank. The pump powered on with the appropriate audible and vibratory sound; but testing could not get the pump to move pass the verify screen. Unrelated to the complaint, the audio bolus button was found to be detached and leaking. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on and had moisture behind the display lens after the pump was exposed to water. The patient noted no damage to the pump. The patient replaced the battery to no avail. The issue was not resolved. There was no patient injury associated with this issue.